Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
T was reported patient had an atrial fibrillation event. The patient was continuing on warfarin and home amiodarone was held.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported atrial fibrillation (afib) could not conclusively be established through this evaluation. The account later communicated that the patient has a history of atrial fibrillation with no events or admissions occurring in relation to afib. The date of the event was estimated. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correcting estimated event date